Event description:
It was reported that increase in capture thresholds was observed on the rv lead. The patient did not have any v pacing needs, so there were no clinical complications. It was mentioned that the region around the original lead revealed reasonable sensing, but poor capture. Physician was suspicious of possible furthering ischemia in the area. Lead was capped and replaced on (B)(6) 2017. The new lead was implanted in a higher and more septal position. Patient tolerated the procedure well with no complications. Patient was discharged to home on the same day. Patient was recovering well.